Event description:
It was reported that the pt has expired after an implant duration of 4 days, due to unknown reasons. It is unknown if the death was device related. Pt also had another device implanted on the same day. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
It was additionally reported that a second device. Model # 4600, was implanted. Refer to MFR report # 6000002-2008-08121. Device not returned.